Event description:
Date range: (B)(6) 2003 - (B)(6) 2016. I had essure placed (B)(6) of 2007. On (B)(6) 2015, I had to undergo hysterectomy as the coils had punctured my fallopian tubes. Extreme hot flashes, nickel toxicity, headaches, fatigue, etc. Essure ruined my life. I had a conceptus rep in the room while having essure placed and he assured me that no one had any type of issues after implantation.